Event description:
Pt reported obtaining a blood glucose result of 267 mg/dl, while using the suspect device. Pt indicated that, less than 10 minutes, later, blood glucose was retested on a physician's device with a result of 98 mg/dl. No pt injury was reported and no treatment was received. Quality control testing had not been performed on pt's system. Technical support requested the return of the suspect product and replacement product was shipped.